Event description:
Pump overdispensed insulin delivery while pt was sleeping. Pump was in automode. FDA safety report ID# (B)(4).

Event description:
Add'l info received from reporter on 06/17/2019 for report mw5087138. Cgm was misreading glucose values while in auto-mode. Problem with device is the auto-mode. Reporter attached photos.